Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tha, one (1) r3 offset impactor was chipped during standard usage. No pieces fell inside patient. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.